Manufacturer narrative:
1. No defective sample or photo has been received, the bending site, bending angle, bending direction of the needle, and other states about needle cannot be identified. 2. DHR/bhr review lot#3325132. 1-this batch of products were assembled at intima ii auto line 2 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was (B)(4). Ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no bent needle is found. 4. The bend in the needle may occur in the manufacturing process in the plant, external transportation process and end use process. Conclusion(s): no abnormality is found on process and retained samples. As the defect status of the complained sample cannot be identified, the root cause of the bend in the needle cannot be confirmed. The plant will continue to track and trend the issue.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter bent. A bent indwelling needle is found when a patient is left with an intravenous indwelling needle for infusion; it is replaced.